Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. A 7.0mmx20mmx80cm (4f) sterling balloon catheter was advanced for dilatation. However, during second inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was removed and a pinhole was noticed on the balloon. The procedure was completed with different device. No complications were reported and the patient was in good condition.